Manufacturer narrative:
Upon receipt of the device to vygon, it will be evaluated as part of the complaint investigation. The results of the investigation will be communicated to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC line leaking where hub meets line.

Event description:
PICC line leaking where hub meets line.

Manufacturer narrative:
The complaint and the samples were forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received a faulty sample that included a used catheter connected to a needle-free device, a bd 10 ml syringe, and a used dressing. The attempt to flush the catheter with water was successful, but a leakage was observed at the junction between the catheter tube and the extension line. Microscopic examination revealed a tear/puncture hole inside the catheter tube directly at the junction. The fracture surface was rough and uneven, suggesting the application of excessive tensile force and the use of alcohol-based disinfectants. The customer mentioned using an alcohol-based disinfectant; however, the IFU warns: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." In general, there are various events that can lead to a leaking catheter: tensile force. Which may be caused by: dressing change: in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. Mechanical damage by a sharp instrument (for example scissor, toothed forceps or scalpel) during dressing change. Alcohol-based disinfectant. In the IFU is also stated: do not bend the catheter or the extension line permanently to avoid damage to the catheter. Do not over stretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism. A review of the batch history records was performed, and no deviations were found. The batch record complied with its specifications and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. A review of vygon USA complaint data indicates that this is the first complaint associated with lot 23f014d. Corrective action: as the catheter worked well for 29 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time. Vygon recommends that the catheter should not be used for more than 29 days.